Event description:
It was reported to olympus that an inner sheath had a broken tip. The device was sent in for repair. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer which confirmed the broken tip occurred during a therapeutic transurethral resection (tur) procedure. The procedure was completed using a similar device. It was reported that when the customer tried to put the subject device on the mandolin, it was difficult to insert it, and it was damaged when it was pushed in.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, as well as corrections to b3, b5, d5 and g2. The information included in b3 and b5 was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found there was a loose guide screw and the seal rubber was cracked and discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged ceramic tip was caused by thermal and mechanical induced wear and tear, improper handling, or mechanical overload such as a fall, shock or similar stress. Additionally, it cannot be determined whether the resection sheath had been previously damaged or if the damage on the ceramic insulating insert was caused during the last reprocessing or during last usage. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use. Warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. In case of an unknown location of the fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary. Olympus will continue to monitor field performance for this device.